Event description:
General report received of an unspecified number of undocumented incidents of leakage of unspecified chemotherapeutic agents. After unspecified lengths of time in use, "t-adaptors" leaked, "whilst giving chemo infusions." Though requested no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.